Event description:
It was reported that the atrial lead exhibited unacceptable thresholds at multiple sites. The lead could not be repositioned due to suspected helix anomaly. The lead was not used and a new lead was implanted. The patient was doing well after the procedure and would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.